Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged icons were missing from the display of the compact plus system. Reporter discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.